Event description:
It was reported that the patient experienced a loss of therapeutic effect. The nurse stated that the patient worked in a hospital and that the device may have turned off or reset after the patient was near an MRI machine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2006, product type ins. (B)(4).